Event description:
Pt hospitalized for hyperglycemia. Pt is a very brittle diabetic and subject to blood glucose value swings. Pt changed cartridge and infusion set on 2/21. Pt vomiting on 2/22 with blood glucose of 561. Physician suggested pt go to emergency room for treatment.